Event description:
Caller reported multiple intermittent occlusion alarms. There was no adverse impact on the customer's blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge, resumed insulin use. Reportedly, the customer doesn't cycle the cartridge during the load sequence, which is considered off label use.